Event description:
The pt experienced a painful cramping sensation originating in the implantable neurostimulator pocket traveling up the extension. When stimulation was off the site was sore, but there was no cramping. Palpation caused stimulation changes the sensation was worse while sitting. Paresthesia was in the correct location. The implantable neurostimulator was at end of service. Accurate impedance results were not obtained. At the tested parameters impedances were high on electrode 6. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).